Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 200s (mg/dl) since (B)(4). Reportedly, customer notice that their bg levels would elevated on days 2-3 of supply use. Customer would administer a bolus with the pump and insulin injections to treat their bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.